Event description:
A caller reported an issue with the pump's touchscreen not responding to input, although the screen was not physically damaged. The customer's blood glucose level was displayed as "high," but the specific value was unknown. The customer administered a correction injection and did not need third-party assistance. Technical support provided pump reset information, but the reset did not resolve the touchscreen issue. Consequently, technical support decided to replace the pump, as it was still under warranty. The customer was instructed on backup therapy using multiple daily injections and informed about shipping and storage procedures for the problematic pump. A replacement pump was sent, and the customer was advised on setting up their new device.